Manufacturer narrative:
The permanent cautery hook has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken distal clevis at the base of the clevis. The clevis appears to have detached fragments. Clevis does show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Additional observation related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage, or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during central processing, the permanent cautery hook had cracks at the yellow plastic. There was no report of patient involvement.